Event description:
Pt was experiencing pain in her left hip, x-ray findings; change in alignment and position of the femoral component of the left prosthesis, chronic movement / loosening at that level. The pt was admitted and underwent revision of the left femoral stem and total hip replacement on (B)(6) 2012. Intra-operative inspection by the surgeon by the surgeon revealed some metallic fragments medial to the stem, which were removed. The stem was the removed and inspected. It appeared that the metal coating had been "pulled off."